Event description:
(B)(4).

Event description:
Patient status post posterior lateral distal humerus plate procedure, complained the plate was causing discomfort and the patient elected to have the hardware removed. Patient returned to the operating room and the plate and an unknown number of screws were removed. During the removal, one of the 2.7mm locking screws stripped, and had to be drilled out in order to remove the plate. Once the plate was removed, surgeon tried to remove the stripped screw with pliers, and the screw broke. The broken portion of the 2.7mm locking screw was left in the patient. This is the second of 2 reports submitted on this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.